Event description:
It was reported that before use of the bd vacutainer® edta 2k there was an issue with foreign matter with the tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty shield x2 embedded fm x1.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® edta 2k there was an issue with foreign matter with the tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty shield x2, embedded fm x1.